Event description:
It was reported that a force sensor error was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. Cracked and damaged plunger head assembly, broken plunger head seal was identified during the physical inspection. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced the force sensor and plunger cable as preventive measure. Based on the evidence, the complaint was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email: no patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information b5, h6 no patient involvement.